Event description:
It was reported that the patient experienced intermittent stimulation sensation at nighttime. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 1998-(B)(6), product type extension product ID 3888-28, lot# l49422, implanted: 1998-(B)(6), product type lead product ID 3210, serial# (B)(4), product type transmitter. (B)(4).

Event description:
Follow up reported the patient did not have concerns with their device or therapy. The patient received assistance from their medtronic representative and their concerns were resolved. No further information was reported.